Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) triggered red call doctor icon on the communicator due to mutiple high out-of-range pace impedance measurements greater than 2,000 ohms on the right ventricular (rv) lead since on (B)(6) 2020. The patient was referred to the clinic for further evaluation. This crt-d system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.